Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see report for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported the display of the n65p pulse oximeter was missing segments. There was no patient involved.